Manufacturer narrative:
Correction h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of the event history log did not show evidence of the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom "constant close door message" was reproduced. A review of the event history log revealed multiple events of the reported symptom. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be nylon motor mount screws. The nylon motor mount screws requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant close door message. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.